Event description:
It was reported that an ilet user started a new dexcom g6 sensor and experienced repeated sensor failure and sensor error alerts on the ilet while the dexcom mobile app continued to display glucose readings; the user was guided through restarting the pump and repairing the g6 transmitter and sensor to re-establish pairing. Symptoms included no reported adverse clinical effects. Outcomes included temporary operation in bg run mode while awaiting successful pairing. Investigation included remote troubleshooting, device restart, confirmation of device count, and guided re-pairing of the transmitter and sensor with the pump. Investigation of this case revealed a communication and pairing failure between the ilet and the dexcom g6 despite ongoing sensor performance on the mobile app, indicating a connectivity issue isolated to the pump interface. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue between the pump and cgm system.